Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 550mg/dl. The customer experienced nausea and vomiting. The caller mentioned having bent cannulas. Troubleshooting was declined as customer did feel okay after the infusion set was changed and bolused with the insulin pump. No further information was provided.